Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed by abbott vascular on the returned device. The reported deflation issues could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. The reported patient effect appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal right coronary artery. A 3.5 x 20 mm nc trek balloon catheter was advanced to the lesion without issue and inflated; however, the balloon would not deflate. Several attempts to deflate the balloon with the indeflator were performed but it would not deflate. A 60 cc syringe did deflate the balloon. The patient had st elevation. There was no clinically significant delay in the procedure. No additional information was provided.